Event description:
Complainant alleged that while analyzing the heart rhythm of a pt the device did not return a "shock advised" message for what appeared to be a ventricular fibrillation heart rhythm. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired.